Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition".

Event description:
In (B)(6) 2021, the patient had right side si joint arthrodesis where three implants were installed. The patient complained of radicular pain symptoms immediately following the procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen causing radicular pain symptoms. Later that same day, the surgeon performed a revision procedure where he removed the superior positioned implant. The explant void was not filled with bone graft. He then installed a shorter implant of the same type in a more inferior position below the initial implants. No other preexisting implants were adjusted or removed. The patient's si joint and radicular pain symptoms resolved following the revision procedure.